Manufacturer narrative:
External reference: (B)(4). Information was updated on the database 19-jun-2024. The adverse event value of "unexpected/unanticipated" has been changed to "expected/anticipated" and relationship to study device is "not related" additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient received ventricular tachycardia cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter on (B)(6) 2023. On (B)(6) 2023, patient experienced cardiogenic shock (ae1) categorized as severe and serious, defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2023 and discharge date of (B)(6) 2023. Relationship to study device is not marked in clinical database and relationship to primary study procedure is possible relationship to the index procedure. The adverse event is categorized as unexpected/unanticipated. The outcome is recovered/resolved with end date of (B)(6) 2023. Intervention was medication and a re-ablation procedure.

Manufacturer narrative:
A 1. Patient identifier: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31088827l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).